Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported the driver damaged and was impossible to place the implant. Implant was removed. Procedure was completed with another implant/ instrument. The product was discarded.